Event description:
Customer reported that the ortho provue analyzer probe is leaving droplets of fluid on top of the foil seal of the mts gel cards.

Manufacturer narrative:
An ocd field engineer (fe) visited the site on 5/26/2005. The fe found that the probe was slightly bent. The fe replaced the probe, and made the appropriate adjustments. The customer verified qc. Repairs have returned this instrument to expected operation. No death or serious injury was reported as a result of this incident. No erroneous results were reported. The customer discontinued testing when fluid droplets were noticed on the foil seal of the mts gel card. The reported condition can lead to dripping of wash solution. The dripping of wash solution into a reagent vial can cause dilution or hemolysis which could contribute to the reporting of an erroneous result. Because the correct matching of abo group between donor blood and a patient is critical to transfusion safety, the risk attendant to an individual erroneous result is significantly lessened by laboratory practices and regulations that require that abo grouping be established by more than one test result and by reference to historical results. Abo serum or plasma tests should always be performed as an adjunct to abo cell grouping tests. If the alleged malfunction were to recur, additional testing will be conducted to verify abo type, preventing the misclassification of patient / donor abo type. If a significant antibody is not detected during antibody screening, or is not identified upon further testing, a patient may be transfused with antigen-positive blood, and suffer a hemolytic transfusion reaction. The likelihood of a serious injury, while not frequent, is not remote.